Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Correction: h6 for missing coding of loss of cardiac pacing.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed failure to capture and fracture on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was discharged from the hospital after the procedure.